Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has been playing with their pump and accessing screens and pressing buttons when unneeded. The customer¿s mother administered a mealtime bolus, and a few minutes later the customer delivered a second mealtime bolus. The customer's blood glucose (bg) level subsequently decreased to 20 mg/dl. Customer consumed an oral intake to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.